Event description:
It was reported that the 440 stud broke off the handpiece during the procedure. The case was completed with a second handpiece. No patient consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.